Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient recently had a syncopal episode. The patients family member called boston scientific technical services (ts) and stated that her mother had not been to see a physician since her device was implanted. Ts advised the daughter that her mother should be seen by her device following physician. To date, no additional adverse patient effects have been reported.